Event description:
As reported from our affiliates in brazil, this was a case of a sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient presented with significant atherosclerotic lesions in the iliac-femoral axis, with calcifications and ulcerations, and borderline diameter in the femoral and external iliac artery accesses (5.6mm). At the beginning of the case after the initial puncture and insertion of the 8f introducer, the patient already appeared to be destabilizing. After administration of noradrenaline and stabilization of the patient, the procedure continued uneventfully. However, during closure of the femoral access with perclose proglide devices, when removing the esheath introducer, the patient presented with several hypotension, followed by hemodynamic shock and cardiac arrest. Maneuvers were attempted to hemodynamically stabilize the patient, but without success. A vascular surgeon evaluated the case and found was that during puncture, an atherosclerotic plaque had ruptured in the common femoral artery. The bleeding had been stabilized by placement of the esheath introducer, but after the esheath was removed at the end of the procedure, new bleeding occurred as the rupture was re-opened. The bleeding was quickly stabilized, but due to the patient's serious condition, the patient could not recover and expired. Per the physicians, the cause of the vascular trauma was the severe atherosclerotic lesions existing in the iliac-femoral axis.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate severe atherosclerotic lesions existing in the iliac-femoral axis caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.